Event description:
The extraction instrument for the proximal cone was tightened with extreme force, and the part of the extractor in the cone broke off. Dr used a small osteotome to compress the springs and remove the broken piece out of the cone. The locking bolt was thrown off the field by the scrub. Dr stated he was not concerned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other events for the lot referenced. Visual inspection the device was returned in used condition. There are light scratches and marks on the body of the device consistent with normal use. The chuck adaptor subcomponent is fractured at the base of the attachment threads. An mar was performed, concluding the following: the threaded end of the chuck adaptor broke from multiple overload conditions. Eds analysis showed the chuck adaptor (B)(4). No material or manufacturing defects were observed on any of the components examined. Functional inspection the damage to the device renders it non-functional. Dimensional inspection damage to the device has altered the as-manufactured dimensions. The event was confirmed. No material or manufacturing defects were observed on the device features examined.

Event description:
The extraction instrument for the proximal cone was tightened with extreme force, and the part of the extractor in the cone broke off. Dr. Used a small osteotome to compress the springs and remove the broken piece out of the cone. The locking bolt was thrown off the field by the scrub. Dr. Stated he was not concerned.